Manufacturer narrative:
Visual examination: traces of dried blood residue were noted within the balloon and inflation lumen. The tip and distal part of the balloon with a markerband were noted to be missing. The inner body within the balloon was stretched and elongated. The proximal area of the balloon was still intact, including the markerband on the catheter. At the proximal balloon seal area, the inner body exhibited a white coloring. The tack seal appeared normal in appearance. The inner and outer body exhibited accordioned/ compressed areas, proximal to the fractured area. The inner body measured 79.6 cm and the outer body, including the fractured balloon length, measured 76.4 cm. The balloon exhibited a circumferentially-directed tear, 4 cm distal to the tack seal. The distal part of the inner body and balloon, the distal markerband, and the csi used in the actual clinical procedure were noted returned. Microscopic examination: further eval using scanning electron microscopy (sem) on the balloon tear site revealed evidence of outer surface abrasions along and intersecting the balloon tear edge that might have initiated the tear. It is not known if the balloon was circumferentially burst or was circumferentially torn during the attempts to withdraw the balloon from the stent or through the csi. It appears that the inner body was fractured during attempts to withdraw the balloon through the csi with force. Per the cordis instructions for use, if the balloon cannot be withdrawn through the csi, the balloon catheter and csi should be withdrawn as a unit from the pt's vasculature. Although the exact cause for the balloon tear migrating in a circular direction could not be determined, it appears that the balloon has been exposed to an unidentified source of abrasion.

Event description:
Balloon burst at an inflation pressure of 6 atm during trial to further expand a stent.